Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the mat was not picking up signal. There was no patient injury. Further information is unavailable.